Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed the tip electrode was distorted/bent, and the lead was stretched causing the inner tubing to buckle, which prevented the helix from functioning properly.

Event description:
It was reported during an implant procedure, the helix could not deploy after one repositioning. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.